Event description:
This is a spontaneous report by a baxter employed healthcare professional nurse from (B)(4) of fever and peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. On (B)(6) 2010, the patient experienced peritonitis, manifested by abdominal pain, cloudy effluent, and fever. On (B)(6) 2010, the patient was hospitalized. The patient began cefazolin 1 g x 2g/day, and gentamycin 40 mg x 80mg/day. The root cause of the peritonitis was non-compliance. Dianeal pd4 ultrabag therapy was ongoing. The peritonitis was resolving. It was unknown whether the fever resolved. The reporter believed the peritonitis was not related to dianeal pd4 ultrabag therapy, but rather to non-compliance. The reporter did not provide an opinion of causality for the fever. The patient was discharged from the hospital on (B)(6) 2010. On an unreported date in 2010, the event of peritonitis resolved.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. A labeling review will not be performed as the product code is unknown. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.